Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in a potential of low output or agent delivery less than 20% of setting. There was no patient involvement.

Manufacturer narrative:
Additional information received clarified that the output values being referred to are not agent output values but instead leak rate. The leak rate is not reportable.